Manufacturer narrative:
H3) the attachment had been returned to the manufacturer for analysis. Analysis has not been completed yet, so codes b21, c21, and d16 are applicable. There was an initial allegation of the handpieces being faulty, but the code selected to describe the fault was the ball bearing falling out/ missing. This indicated a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hand piece attachment was faulty pre-operatively. There was no patient involvement.